Event description:
During an attempted novasure endometrial ablation, the physician received 2 unsuccessful cavity integrity assessment (cia) tests and moved on to a scheduled laparoscopic tubal sterilization. No perforation was seen via the laparoscope but an adnexal mass, left tubal disease, and mild endometritis were noted. The ligation was aborted. The dr began the novasure procedure again, under laparoscopic guidance this time, and saw a uterine perforation. He abandoned the ablation, cauterized the perforation site, and admitted the pt to the hospital for overnight observation. The pt did well and was discharged home the next day on prophylactic antibiotics. A dilatation and sounding with metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. On (B)(6) 2011, the physician reported the pt has been seen on f/u and is doing very well.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot and serial numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).